Manufacturer narrative:
Device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifsciences field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position. There were no issues during the case. After removal of the 14f esheath, the tip of the sheath was ripped. No vessel damage, blood loss, or other patient trauma/harm was done.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed and the following were observed: curvature noted on the sheath and introducer shaft, likely due to packaging. Liner fully expanded as designed. Distal tip torn radially and axially. All score lines (axial, radial, angled) present. Hdpe stretching along the radial and axial tear. Strand like soft tip damage tugged by engineering and strand remained intact. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. The complaint was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath plus distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The reported event was confirmed based on the evaluation of the returned device. Available information suggests that variability in tip expansion and/or patient factors (calcification) likely contributed to the event as it was reported that the degree of calcification in the patients access vessel is mild/moderate. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Calcification can promote non coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.